Event description:
The patient was found down at home, unresponsive, with no vad alarms. The device will not be returned for evaluation. No further information was provided. The patient was found to have a broken red heart alarm when they were unresponsive. The patient has a history of stroke. No autopsy was performed.

Event description:
It was further clarified that the patient did not have a history of stroke or transient ischemic attack prior to this event. The patient was actively infected at home on IV antibiotics.

Manufacturer narrative:
The patient's infection was reported under manufacturer report number 2916596-2021-05433. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively established during this evaluation. The death was not considered to be device related and the device had reportedly operated as intended. It was also communicated that heartmate ii lvas, serial number (B)(6) , was not explanted and would not be returned for evaluation. No product is available for investigation. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. Hmii lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away and the cause of death was unknown. The patient was found down at home, unresponsive, with no vad alarms. The device will not be returned for evaluation. No further information was provided.